Event description:
A malfunction was reported with the customer's pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised on using multiple daily injections as backup therapy and received instructions for returning the faulty pump. Technical support sent a replacement pump with updated software and provided guidance on using the new pump effectively.